Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous iliac artery. A 6.0mmx40mmx135cm (4f) sterling balloon catheter was selected for use in a percutaneous transluminal angioplasty. During the first inflation at 8 atmospheres for 10 seconds, the balloon ruptured vertically. The device was removed using normal method without issue and the procedure was completed with another of the same device. There were no patient complications as a result of this event.